Manufacturer narrative:
Regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, it was reported there was a flailed leaflet. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with an edwards 27 mm valve, implanted for approximately 13 years, underwent a valve-in-valve procedure due to severe mitral insufficiency. It was noted that the insufficiency was related to flail of the left posterior leaflet. A tmvr was performed with a 9600tfx 26 mm valve via right transfemoral access without complications. At the conclusion of the procedure the mean transvalvular gradient was 6 mmhg and there was no obstruction of the lv outflow tract. There was, however, moderate valvular aortic stenosis of his edwards bioprosthetic aortic valve. The patient was transferred to cath lab recovery in stable condition. His echocardiogram the following day showed a mean mitral gradient of 8 mmhg and lvef was 60-65%. His pulmonary pressure, while still in the severe range, had improved to 60 mmhg. The bioprosthetic aortic valve had at least moderate aortic stenosis with gradients increased over the intraprocedure tee (now measuring 40 mmhg) but this might have been due to increased transvalvular flow or improved lv function. There was trace aortic regurgitation. The patient was discharged on pod #3.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.